Event description:
The recipient reportedly was experiencing pain, sound quality issues, and a shocking sensation when wearing the external equipment. The recipient became a nonuser of the device. Device testing revealed the device is functioning within normal limits. Device revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The recipient has elected to proceed with explant surgery. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device is lost and will not be returned to the company. A review of the device history record noted no rework. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The clinic has not heard back from the recipient regarding the revision surgery and believes that the recipient has decided not to be explanted at this time. The recipient remains implanted. A review of the device history record revealed no anomalies. This is the final report.